Event description:
The reporter states in summary: PICC inserted 3/30/98. On 4/03/98 pt called on-call nurse, complained of shoulder pain. Rn contacted md and was told to remove catheter. As nurse was pulling, no resistance was experienced, however, on last 1/8 inch of catheter, a break occurred. Nurse observed piece migrated into vessel, applied tourniquet and proceeded to go to ER. X-ray, catscan, and veno-gram showed no (-) presence of broken catheter. Pt discharged.